Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) was connected to the chronic right ventricular (rv) lead, and exhibited high/undefined impedances, as well as a loss of capture at high outputs. The connection was checked and retested, without change. The ICD was subsequently disconnected, and the lead was tested using the analyzer, revealing values within normal limits. The device was not used, and another device was connected, and the values were satisfactory. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.